Event description:
Nurse noted air in the line approximately 1 hour into dialysis treatment and was unable to get device to function after she addressed that issue. The patient was placed on a new device. The malfunctioning device was sent to clinical engineering. The issue was noted to be that a "j37 interconnect cable need replacing".